Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs provided. Bd received one insyte autoguard bc 20ga unit with no packaging material. All components were present and the needle was fully retracted. Through the visual/microscopic evaluation, a black speck was observed near the tip of the catheter. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The black speck on the needle tip of the unit was most likely carried on by the needle cover. The foreign matter could be burnt resin that builds up on the hoppers where the material is processed. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black foreign matter was found in the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter, translated from japanese to english: "black fm attached."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "black fm attached."